Manufacturer narrative:
Received voluntary medwatch mw5147539.

Event description:
It was reported that under-sensing was noted on the atrial lead. Programming change was made. No patient symptoms were reported.